Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulation had quit. The patient reportedly put new batteries in the patient programmer but could not get the stimulation to turn back on. It was also reported that there was a problem with the patient programmer. It was noted that there was a call your doctor icon and the patient was not able to adjust stimulation. It was also noted that an end of service (eos) message was see. The patient had reportedly started seeing the message ¿just a little while¿ prior to the report. The patient was trying different things and got the message. It was also noted that the patient¿s setting was 8. It was later reported that the cause of the event was patient need and that the implantable neurostimulator (ins) battery was depleted. A replacement was reportedly being planned. It was noted that symptoms associated with the event were no stimulation. It was also noted that the patient did not require hospitalization and there was no injury. It was further reported that the patient¿s battery was replaced due to normal battery depletion. It was further reported that the patient¿s implantable neurostimulator (ins) battery went out early so it had to be replaced. This happened about one month prior to the report. The patient thought that the device had to be replaced prematurely because their stimulation was high.